Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. Based on the data found, the root cause cannot fully be determined. The 8d report (tasm-3622) concludes that a high peak pressure destroyed the sensors. However, it is not clear where this peak pressure comes from. The pressure sensor assembly has been replaced. There was no patient or user harm reported.

Event description:
Leaking or defective distal autozero valve (technical event:233004) -binary valve test failed -test/cal>sensor 1>qaw :l/min (error).